Event description:
Healthcare professional reported right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported event of rupture was received on may 27, 2021, with lot number 1830855. Analysis of the returned device identified: underweight, brown particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on posterior, crease fold, wear abrasion and stress marks. Based on the device analysis the final assessment is: an broken crease sharp on posterior assessed as fold flaw opening."

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side. The device has been explanted.